Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the impactor did not separate smoothly from the proximal femoral nail antirotation (pfna) blade. After the blade insertion, only the blue grip of the impactor was pulled out when the surgeon tried to separate the impactor from the blade. The surgeon grabbed the remaining shaft and removed it from the blade. It was the first time usage. No surgical delay was reported. This is report 1 of 1 for (B)(4).